Event description:
It was reported to philips that the device had a mainboard problem. There was no reported patient involvement/

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The software upgrade failed as the processor became unresponsive. Measures have been taken to address this failure mode.